Manufacturer narrative:
E1: patient city: (B)(6). Patient country: uruguay.

Event description:
Reference number: (B)(4). Event occurred in uruguay. It was reported that the patient experienced that infusion set was detached and the infusion set tubing came apart at site which occurred on (B)(6) 2025. The infusion set was in use for 12 hours. No further information was available.